Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. The modular head has a few surface scratches on the articulating surface. The taper hole has several small impact marks likely due to removal from the femoral stem. The taper hole is clean and clear of any debris or residue. Dimensional analysis and material composition of the femoral head as measured found no deviations from the print specifications review of CT image indicated rounded lucencies along the superior aspect of the acetabular cup and along the greater trochanter suggesting osteolysis. Review of the device history record identified no deviations or anomalies. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Concomitant medical products: 12-105882, arcom rl 28 lnr mrom flat sz22, 014770. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00937.

Event description:
It was reported that the patient's hip has been revised approximately 10 years post implantation due to osteolysis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.